Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submit.

Event description:
It was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no reported adverse effect to the customer's blood glucose level. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.